Manufacturer narrative:
Additional product code: mqp. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that the patient underwent an unknown cervical spine procedure with the cervios cage peek implant on an unknown date. On an unknown date after the surgery, the patient had imagined who had massive allergic reactions. This report is for a cervios cage. This is report 1 of 1 for (B)(4).